Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was alleging over delivery and the insulin pump had blank display. The customer¿s blood glucose level was 88 mg/dl at the time of incident and the current blood glucose level was unknown. Customer stated that the sometimes when they use the buttons it takes a couple seconds for the screen to come back up it stays black for a moment. Customer experienced no symptoms for low blood glucose event. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer also stated that the auto mode feature was not on actively at the time of low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Blank display not confirmed. Possible over delivery anomaly not confirmed. (B)(4).